Manufacturer narrative:
(B)(4).

Event description:
It was reported that premature battery depletion was noted. Review of the session records revealed a sudden drop in battery voltage. No hv therapies or rhythmic storms were noted. The patient will continue to be monitored and the device will be replaced when the eri is reached.

Event description:
New information received indicates that the device was explanted.